Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient with an implantable drug infusion device. The drug being delivered was 3 mg/ml hydromorphone at 0.625 mg/day. The reason for use was cancer chemotherapy and renal cell. It was reported that the patient had a pocket revision on (B)(6) 2018 due to the fact that the patient was complaining of pain at the pump pocket site. The rep stated that the pump was hitting the ileac crest. A pocket revision occurred. There were no further complications reported/anticipated.